Manufacturer narrative:
E1 reporter and reporting institution phone#: (B)(6). The field service engineer (fse) upgraded the software to the newest version r.00.02 and retrieved a device report. The fse identified fatal error on the monitor at the time of the event. The issue has been escalated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor rebooted spontaneously. The nurse noted the ECG wave was frozen, the monitor rebooted, and monitoring resumed approximately one minute later. Previously, the monitor display had been flickering. The monitor was taken out of service and the software upgraded to resolve the issue with no harm to the patient.

Manufacturer narrative:
A review of the device report by the philips distributor identified there was a fatal error on the monitor at the time of the event. The issue was further reviewed by a philips engineering expert. A request was made to obtain specific information at the next occurrence; however monitoring did not provide a repeat occurrence. The reported problem was not confirmed. The reported behavior is currently being investigated by the research and development team to assess opportunities for a potential software improvement. The customer is placing the device back in use and will capture additional information and notify philips if the issue recurs. If additional information is received the complaint file will be reopened.